Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others, but a root cause could not be established from the information available. In addition, paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. There are no device related trends and based on the assessment of the trend chart, this event does not signify a new or changing trend. No further action is recommended.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annlus resulting in severe paravalvular leak (pvl). A second valve was implanted successfully valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.